Event description:
It was reported that a user participating in ilet experience study experienced hyperglycemia while using the ilet system when blood glucose rose to 354 mg/dl and insulin delivery was not occurring despite the infusion set being in place, with the user later observing insulin leakage at the connector and into the cartridge chamber; the user performed a supply change of the cartridge, tubing, and needle, after which blood glucose returned to range. Symptoms included anxiety associated with hyperglycemia. Outcomes included no health consequences or lasting impact. Customer care provided support that included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and the medical device problem and device component could not be specified due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established.